Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's power pcba to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.